Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having issues with their insulin pump. Customer states that the pump deleted all her information. Customer states that out of the blue the pump alarmed and deleted her information. Customer states that she has been off the pump for two years, and now that she's back on it, it alarmed and wants her to set everything up again. The customer's blood glucose level is 221mg/dl. During trouble shoot, it was found that the customers insulin pump had alarmed for (B)(4) software anomaly and change sensor alarm. Customer was advised they would receive a replacement pump.

Manufacturer narrative:
The insulin pump passed the error test. No alarms noted. The insulin pump passed the self-test. The insulin pump received with normal operating currents. The insulin pump alarmed due to corrupted history file. No unexpected rest alarm noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.